Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was pacing at the maximum pacing rate in an atrial tachycardia episode. Boston scientific technical services (ts) discussed the mode the device was programmed to may have caused the pacing rate to go to the maximum tracking rate.